Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert ((B)(6) 2023 20:54) power loss alarm ((B)(6) 2023 15:04--16:50) found in the history files and traces. Pump error 53 (file#2005 line#5632) occurred on ((B)(6) 2023 16:40--19:30) in history files and traces. Failed battery test ((B)(6) 2023 14:57--19:30) in history files and traces. Replace battery now was not found in history files and traces on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage. Unexpected battery power loss is not confirmed. Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a crack on the insulin pump in the battery compartment. The customer also reported a replace battery now alert on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the time between the low battery alert and replace battery alert was not less than 8 hours, the issue was not resolved after inserting a new battery. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.